Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, prior to administration of anesthesia and prior to first port placement, fenestrated bipolar forceps (fbf) conductor wire was broken. The customer used a backup instrument to continue with the procedure. The instrument was not used on the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the silver cable was damaged but not the conductor wire.